Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), rectal haemorrhage ("rectal bleeding") and haematochezia ("blood in stool") in an adult female patient who had essure (batch no. 625836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included pap smear abnormal, hematuria and amenorrhea. Concurrent conditions included postmenopausal bleeding and endometrial thickening. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("painful intercourse"). In 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematochezia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (tlh/bilateral salpingectomy. Mccall¿s culdoplasty. Cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rectal haemorrhage, haematochezia, dyspareunia, dysmenorrhoea, migraine, headache and abdominal pain upper outcome was unknown, the abdominal pain had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, dysmenorrhoea, dyspareunia, fatigue, haematochezia, headache, migraine, pelvic pain and rectal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Indication updated to: permanent birth control by bilateral occlusion of the fallopian tubes. Lot number added. Events dysmenorrhea (cramping), fatigue, hair loss, migraines, headaches, blood in stool, stomach pain and essure confirmation test: no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), rectal haemorrhage ("rectal bleeding"), autoimmune disorder ("auto immune disease"), haematochezia ("blood in stool"), genital haemorrhage ("I had bleeding") and basedow's disease ("graves disease") in an adult female patient who had essure (batch no. 625836-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included pap smear abnormal, hematuria and amenorrhea. Concurrent conditions included postmenopausal bleeding and endometrial thickening. On (B)(6) 2008, the patient had essure inserted. In february 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain"), basedow's disease (seriousness criterion medically significant), temperature intolerance ("heat sensitivity"), erythema ("hands are permanently red") and peripheral swelling ("it makes my hands swell"). The patient was treated with surgery (tlh/bilateral salpingectomy. Mccall¿s culdoplasty. Cystoscopy/hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rectal haemorrhage, autoimmune disorder, haematochezia, genital haemorrhage, dyspareunia, dysmenorrhoea, migraine, headache, abdominal pain upper, basedow's disease, temperature intolerance, erythema and peripheral swelling outcome was unknown, the abdominal pain had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, autoimmune disorder, basedow's disease, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, haematochezia, headache, migraine, pelvic pain, peripheral swelling, rectal haemorrhage and temperature intolerance to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, new events, auto immune disease, heat sensitivity, grave's disease were added. Reporter contact information was added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), rectal haemorrhage ("rectal bleeding") and haematochezia ("blood in stool") in an adult female patient who had essure (batch no. 625836-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included pap smear abnormal, hematuria and amenorrhea. Concurrent conditions included postmenopausal bleeding and endometrial thickening. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced haematochezia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (tlh/bilateral salpingectomy. Mccall¿s culdoplasty. Cystoscopy/hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rectal haemorrhage, haematochezia, dyspareunia, dysmenorrhoea, migraine, headache and abdominal pain upper outcome was unknown, the abdominal pain had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, dysmenorrhoea, dyspareunia, fatigue, haematochezia, headache, migraine, pelvic pain and rectal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain'), rectal haemorrhage ('rectal bleeding (blood in stool)'), autoimmune disorder ('auto immune disease'), haematochezia ('blood in stool') and basedow's disease ('graves disease') in an adult female patient who had essure (batch no. 625836-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included pap smear abnormal, hematuria, amenorrhea, vaginal bleeding, common cold, redness, swelling nos, nabothian cyst, adenomyosis and paratubal cyst. Previously administered products included for an unreported indication: depo provera from (B)(6) 2007 to 2007 and mini pill. Concurrent conditions included postmenopausal bleeding, endometrial thickening, hypertension, hyperlipidemia, hypertension, obesity, postmenopausal bleeding and postmenopausal bleeding. Concomitant products included benazepril since 1985 and methyldopa in 2007. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), genital haemorrhage ("I had bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain"), basedow's disease (seriousness criterion medically significant), temperature intolerance ("heat sensitivity"), erythema ("hands are permanently red"), peripheral swelling ("it makes my hands swell") and tooth loss ("lots of problem with your teeth"). The patient was treated with surgery (tlh/bilateral salpingectomy. Mccall¿s culdoplasty. Cystoscopy/hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rectal haemorrhage, autoimmune disorder, haematochezia, genital haemorrhage, dyspareunia, dysmenorrhoea, migraine, headache, abdominal pain upper, basedow's disease, temperature intolerance, erythema, peripheral swelling and tooth loss outcome was unknown, the abdominal pain had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, autoimmune disorder, basedow's disease, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, haematochezia, headache, migraine, pelvic pain, peripheral swelling, rectal haemorrhage, temperature intolerance and tooth loss to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: mild thickening of the endometrial stripe.. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : reporter information & events tooth loss were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain'), rectal haemorrhage ('rectal bleeding (blood in stool)'), autoimmune disorder ('auto immune disease'), haematochezia ('blood in stool') and basedow's disease ('graves disease') in an adult female patient who had essure (batch no: 625836-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included pap smear abnormal, hematuria, amenorrhea, vaginal bleeding, common cold, redness, swelling nos, nabothian cyst, adenomyosis and paratubal cyst. Previously administered products included for an unreported indication: depo provera from on (B)(6) 2007 to 2007 and mini pill. Concurrent conditions included postmenopausal bleeding, endometrial thickening, hypertension, hyperlipidemia, hypertension, obesity, postmenopausal bleeding and postmenopausal bleeding. Concomitant products included benazepril since 1985 and methyldopa in 2007. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), genital haemorrhage ("I had bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain"), basedow's disease (seriousness criterion medically significant), temperature intolerance ("heat sensitivity"), erythema ("hands are permanently red"), peripheral swelling ("it makes my hands swell") and tooth loss ("lots of problem with your teeth"). The patient was treated with surgery (tlh/bilateral salpingectomy. Mccall¿s culdoplasty. Cystoscopy/hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rectal haemorrhage, autoimmune disorder, haematochezia, genital haemorrhage, dyspareunia, dysmenorrhoea, migraine, headache, abdominal pain upper, basedow's disease, temperature intolerance, erythema, peripheral swelling and tooth loss outcome was unknown, the abdominal pain had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, autoimmune disorder, basedow's disease, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, haematochezia, headache, migraine, pelvic pain, peripheral swelling, rectal haemorrhage, temperature intolerance and tooth loss to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: mild thickening of the endometrial stripe. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : reporter information & events tooth loss were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain'), rectal haemorrhage ('rectal bleeding (blood in stool)'), autoimmune disorder ('auto immune disease'), haematochezia ('blood in stool') and basedow's disease ('graves disease') in an adult female patient who had essure (batch no. 625836-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included pap smear abnormal, hematuria, amenorrhea, vaginal bleeding, common cold, redness, swelling nos, nabothian cyst, adenomyosis and paratubal cyst. Previously administered products included for an unreported indication: depo provera from (B)(6) 2007 to 2007 and mini pill. Concurrent conditions included postmenopausal bleeding, endometrial thickening, hypertension, hyperlipidemia, hypertension, obesity, postmenopausal bleeding and postmenopausal bleeding. Concomitant products included benazepril since 1985 and methyldopa in 2007. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), genital haemorrhage ("I had bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain"), basedow's disease (seriousness criterion medically significant), temperature intolerance ("heat sensitivity"), erythema ("hands are permanently red"), peripheral swelling ("it makes my hands swell") and tooth loss ("lots of problem with your teeth"). The patient was treated with surgery (tlh/bilateral salpingectomy. Mccall¿s culdoplasty. Cystoscopy/hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rectal haemorrhage, autoimmune disorder, haematochezia, genital haemorrhage, dyspareunia, dysmenorrhoea, migraine, headache, abdominal pain upper, basedow's disease, temperature intolerance, erythema, peripheral swelling and tooth loss outcome was unknown, the abdominal pain had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, autoimmune disorder, basedow's disease, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, haematochezia, headache, migraine, pelvic pain, peripheral swelling, rectal haemorrhage, temperature intolerance and tooth loss to be related to essure. The reporter commented: discrepancy noted in date(s) of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: mild thickening of the endometrial stripe. The lot number reported (625836) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), rectal haemorrhage ("rectal bleeding"), haematochezia ("blood in stool") and genital haemorrhage ("I had bleeding") in an adult female patient who had essure (batch no. 625836-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included pap smear abnormal, hematuria and amenorrhea. Concurrent conditions included postmenopausal bleeding and endometrial thickening. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced haematochezia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (tlh/bilateral salpingectomy. Mccall¿s culdoplasty. Cystoscopy/hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rectal haemorrhage, haematochezia, genital haemorrhage, dyspareunia, dysmenorrhoea, migraine, headache and abdominal pain upper outcome was unknown, the abdominal pain had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haematochezia, headache, migraine, pelvic pain and rectal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received, event added- genital haemorrhage. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain'), rectal haemorrhage ('rectal bleeding (blood in stool)'), autoimmune disorder ('auto immune disease'), haematochezia ('blood in stool') and basedow's disease ('graves disease') in an adult female patient who had essure (batch no. 625836-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included pap smear abnormal, hematuria, amenorrhea, vaginal bleeding, common cold, redness, swelling nos, nabothian cyst, adenomyosis and paratubal cyst. Previously administered products included for an unreported indication: depo provera from (B)(6) 2007 to 2007 and mini pill. Concurrent conditions included postmenopausal bleeding, endometrial thickening, hypertension, hyperlipidemia, hypertension, obesity, postmenopausal bleeding and postmenopausal bleeding. Concomitant products included benazepril since 1985 and methyldopa in 2007. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), genital haemorrhage ("I had bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain"), basedow's disease (seriousness criterion medically significant), temperature intolerance ("heat sensitivity"), erythema ("hands are permanently red"), peripheral swelling ("it makes my hands swell") and tooth loss ("lots of problem with your teeth"). The patient was treated with surgery (tlh/bilateral salpingectomy. Mccall¿s culdoplasty. Cystoscopy/hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rectal haemorrhage, autoimmune disorder, haematochezia, genital haemorrhage, dyspareunia, dysmenorrhoea, migraine, headache, abdominal pain upper, basedow's disease, temperature intolerance, erythema, peripheral swelling and tooth loss outcome was unknown, the abdominal pain had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, autoimmune disorder, basedow's disease, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, haematochezia, headache, migraine, pelvic pain, peripheral swelling, rectal haemorrhage, temperature intolerance and tooth loss to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: mild thickening of the endometrial stripe.. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : reporter information & events tooth loss were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and rectal haemorrhage ("rectal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rectal haemorrhage, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, pelvic pain and rectal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.